Event description:
It was reported that the high impedance was seen in clinic, and that the device was disabled. Patient was referred for x-rays but physician did not find anything unusual with images. Patient was referred for battery replacement but when attempting to replace battery, high impedance was still seen with the new generator. Upon attempting to replace the leads surgeon noted that they could not continue with revision due to heavy scar tissue at electrode site. Patient's vns was fully explanted with leads being cut leaving the coils. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.